Manufacturer narrative:
Unit received with keypad overlay peeling. Unit received with no button response due to flattened (b, esc and act) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was unknown. The device will be returned for the analysis.